Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation: the device involved in the complaint was evaluated in the laboratory on 02 mar 2023. The returned device lab findings and observations can be referred through the attached files. No defects were observed on the returned device. Manufacturing records: prior to distribution, all echo-hd-22-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number c1763218 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1763218. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to positioning of the device during the second pass which resulted in the needle becoming stuck and contributed to the subsequent advancement and retraction difficulty of the needle which followed. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: according to the customer, the user detected the needle stuck during second attempt. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed positioning of the device during the second pass which resulted in the needle becoming stuck and contributed to the subsequent advancement and retraction difficulty of the needle which followed. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the needle stuck during second attempt. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt of device being returned and evaluated on the 02-mar-23. Follow-up report also being submitted due to the receipt of additional information on 22-mar-23. Additional information received as follows: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Gastric stromal tumor. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r.2l.4r.ao.ar.11ri.11s. 3. Please describe the size of the intended target site. 4. If not with the device in question, how was the procedure performed and/or finished? With a echo-3-22 needle to complete the procedure. 5. Was the device used in a tortuous position? No. 6. Are images of the device or procedure available? No. 7. Was it damaged in packaging before removal? No. 8. Was it damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Olympus v260. 11. Was force required on insertion of device into scope? No. 12. When was the issued noted? E.g. On advancement of the sheath/needle or on 13. Was difficulty experienced while retracting the needle? Yes 14. Was the syringe used during the procedure, after the stylet was removed? No. 15. Was the needle able to be fully retracted before removing from the patient? Yes. 16. Was gaining access to the targeted site difficult? No. 17. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 18. Was needle penetration of the targeted site difficult? No. 19. Was the stylet partially removed prior to advancement of needle? No. 20. How many biopsies/passes were obtained with use of this needle? 1 21. Did any section of the device detach inside the patient? No. 22. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 23. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 24. Was there difficulty in attachment / detachment of the leur to the scope? No. 25. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. Procore.